Manufacturer narrative:
Initial reporter city: (B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.00x28mm synergy ii drug eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and when removed, it was noted that the distal edge of the stent was lifted. The procedure was completed with a 3.0x26mm non-bsc stent. There were no patient complications reported.